Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset instructions for the customer as customer did not have charging supplies with them. There was no adverse impact to the customer¿s blood glucose level.